Event description:
Pt with anti-e and anti-kell reacted with the e positive cells on the screening cells and panel but failed to react with any kell positive cells on the panel. Account describes reactivity noted with reactive cells as 2+. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
Ortho clinical diagnostics (ocd) performed retained testing. Satisfactory results were observed.